Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that this was a vbs (l3) for the l3 vertebral body fracture on (B)(6) 2023. When the balloon was inflated up, the balloon ruptured. Cleansing was performed immediately, and the operation continued without any problems. The surgery was completed successfully within 30 minutes delay. No other medical intervention was required besides the rinsing of the surgical site. The surgeon commented that the balloon might be overinflated. This report involves one vbs w/balloon sm. This report is related to (B)(4) which reports the cement. This is report 1 of 1 for (B)(4).